Event description:
Additional information received reported that the lead/extension was broken. Further, it was reported that the cause of the event was due to open electrodes and the fractured lead. It was reported that no medical or surgical intervention had occurred. However, the health care provider noted that the patient would most likely have a replacement, but it was ¿not scheduled yet.¿ no hospitalization was required, and the patient¿s outcome was noted to be no injury. The patient symptoms that were reported included a shooting feeling when the lead was on. It was found that when the high impedance lead was turned off, the shooting sensation went away. It was also noted that the health care provider suggested a lead replacement secondary to damage.

Event description:
Additional information received reported that the lead was not revised. It was noted that it was unknown how the patient was doing and if they were receiving effective therapy. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of ins (serial/ lot# (B)(4)) found that the stim ins battery reduced capacity due to overdischarge. Product analysis #(B)(4):the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 17. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2013. The device was recharged for 1 hour 5 minutes and the battery charged from 3.885 v to 4.040 v. The battery discharged to the lock mode on (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedances were high and greater than 10,000. It was noted that all electrodes but two were affected 8-15. It was noted that the patient experienced intermittent stimulation, shocking and or jolting sensation, and that they were unable to adjust stimulation. It was noted that action had not been taken but was planned. It was further noted that the action planned was a revision. It was noted that impedance testing and reprogramming were done. It was further noted that the ins was confirmed overdischarge. It was noted that this was the first occurrence of overdischarge. It was further noted that a physician mode recharge (pmr) was performed and successfully reset the device. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms included pain at the lead location. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 37754 lot# serial# (B)(4); product type recharger product ID 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).